Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection dried blood/tissue was present around the helix. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to placement difficulty and helix mechanism issues. In addition, the physician attempted multiple times to fix the helix in the atrium. The helix was believed to be defective. Another ra lead was successfully replaced. No adverse patient effects were reported.